Event description:
The patient underwent an interbody fusion with placement of two (2) elite expandable devices bilaterally into a single disc space on (B)(6) 2022 without incident. The patient woke with new, mild pain symptoms. X-ray imaging portrayed the devices not inserted deeply enough into the disc space and extending slightly into the subarticular space bilaterally. The surgeon determined placement of the devices was likely causing the patient's new symptoms and opted to reoperate. A revision surgery was conducted on (B)(6) 2022 to re-position the devices by impacting both a few millimeters further into the disc space. The reoperation was completed as intended and without patient consequence. The patient has complete resolution of the new symptoms and no clinical issues or complications.